Manufacturer narrative:
The report of ¿pain or shocking at ipg site¿ was not confirmed. Analysis of the returned ipg found it communicated with all lab utilities and passed all functional testing (no anomalous outputs were observed). Discomfort or pain at the ipg site is commonly associated with patient anatomy and/or the location of the ipg pocket site.

Event description:
Additional information received indicates that surgical intervention took place on 25nov2023 wherein the entire system was explanted to address the issues.

Event description:
Related manufacturer reference number: 1627487-2023-05284, related manufacturer reference number: 1627487-2023-05285, related manufacturer reference number: 1627487-2023-05287. It was reported that the patient experienced shocking sensation at the ipg site on tonic program mode. X-rays confirmed that both the leads and one of the anchors have migrated. Additionally, the patient is no longer getting effective therapy. As such, surgical intervention may take place at a later date to address the issue.